Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was 144mg/dl and her carbohydrates were 0 when she went to bolus with the bolus wizard. The customer stated that the insulin pump began to give her 25.0 units of insulin and she is not sure why. The customer stated that she tried to put the insulin pump in suspend mode, but it did not allow her to do. Asked customer to treat her blood glucose with juice and a muffin. Had the customer test her glucose level and it was 64mg/dl. Troubleshooting was performed and the alarm history does not revealed any alarms. Asked customer to check her glucose level again and it was reading 103mg/dl. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.